Event description:
The customer reported being in the emergency room due to high blood glucose of 909mg/dl. The customer experienced rapid breathing, weakness, and nausea. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found no delivery alarms. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Cracked case noted near reservoir window.